Event description:
A nurse reports that a scratch was noted on the surface of the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. The pt has had an excellent outcome.